Event description:
The manufacturer received info alleging a ventilator's output was less than expected. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue. During the eval of the device at the manufacturer's service center, the device's ac inlet connector was found to be damaged. The device's ac inlet connector was replaced to address the issue.